Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-03320. It was reported the patient was undergoing an implant procedure on (B)(6) 2016, when the patient coded. The leads were removed and the procedure was abandoned. The patient was transported to the hospital by ambulance. The physician stated the patient has copd and believed the issue was caused by the anesthesia.